Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, redness, ischemia, edema, and hyperemia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: contra-indications "do not inject into the blood vessels (intravascular)." Undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported patient was injected to the nasogenian fold with juvéderm ultra plus¿ xc. Patient was also injected with juvéderm ultra¿ xc. The next day patient developed important pain and redness in the left nasal wing ¿without necrosis but aspect of ischemia.¿ the physician "diagnosed as an acute ischemic event." Patient was prescribed keflex, aspirin, cialis, and local heat. Diluted hyaluronidase was injected to the ¿important edema, local heat.¿ there was significant improvement of pain and local hyperemia. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2016-01014 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra¿ xc, also a device manufactured by allergan.